Manufacturer narrative:
(B)(4). D10 - concomitant devices: persona medial congruent articular surface right 10mm catalog #: 42522100810 lot #: 65713308, unknown persona femoral component catalog #: ni, lot #: ni, g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing pain and difficulty ambulating approximately twenty-one (21) months following right knee arthroplasty. A revision surgery to remove the articular surface is being discussed, however, no medical intervention has been reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.